Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menometrorrhagia ("menometrorrhagia") and adenomyosis ("uterine adenomyosis") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis uteri and uterine leiomyoma. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criteria medically significant and intervention required) and uterine polyp ("intrauterine polyp"). The patient was treated with hysterectomy and both essure implants removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, adenomyosis and uterine polyp outcome was unknown. The reporter considered adenomyosis, menometrorrhagia and uterine polyp to be related to essure. The reporter commented: according to the reporter the essure was removed due to medical reasons. However the essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery: hysterectomy for adenomyosis and hysterectomy for abnormal uterine bleeding. Conclusion of pathological anatomy examination: absence of significant lesion on the uterine cervix area, on the endometrium and on both uterine tubes. The defective sample was available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Most recent follow-up information incorporated above includes: on 27-mar-2019: device removal questionnaire was received. Reporter and patient details were updated. Patient¿s medical history included: uterine adenomyosis and hysteroscopic resection of endometrial polyp. Essure was removed due to medical reasons. According to the reporter the essure removal was not the primary reason for the surgery, but it was performed secondary to other gynecological surgery: hysterectomy for adenomyosis and hysterectomy for abnormal uterine bleeding. The conclusion of pathological anatomy examination was: absence of significant lesion on the uterine cervix area, on the endometrium and on both uterine tubes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menometrorrhagia ('menometrorrhagia') and adenomyosis ('uterine adenomyosis') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis uteri and uterine leiomyoma. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant) and uterine polyp ("intrauterine polyp"). The patient was treated with surgery (both essure implants removed, bilateral salpingectomy via laparoscopy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, adenomyosis and uterine polyp outcome was unknown. The reporter provided no causality assessment for adenomyosis, menometrorrhagia and uterine polyp with essure. The reporter commented: according to the reporter the essure was removed due to medical reasons. The essure removal was not the primary reason for surgery, but it was performed secondary to other gynecological surgery: hysterectomy for adenomyosis and hysterectomy for abnormal uterine bleeding. The reporter did not provide a causality assessment. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Pathology test - on (B)(6) 2018: absence of significant lesion on the uterine cervix area, on the endometrium and on both uterine tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc, case considered incident. We received a returned sample in this case. A technical investigation was conducted, including a review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of menometrorrhagia ("menometrorrhagia") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), uterine polyp ("intrauterine polyp") and adenomyosis ("uterine adenomyosis"). The patient was treated with surgery (both essure implants removed, bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia, uterine polyp and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, menometrorrhagia and uterine polyp with essure. The reporter commented: the defective sample was available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.